Event description:
The customer reported to olympus, when a scope was connected to the video system center the image came up frozen or the image came up with lines through it. The issue was found during preparation for use in a procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed; in addition, the following non-reportable malfunctions were found during the device evaluation: lines appear on the image. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be printed circuit board. Olympus will continue to monitor field performance for this device.